Event description:
Additional information was received from the patient. The pt called back and repeated their charger would not connect to their stimulator the light turned orange and they have been resetting it, they've seen service code 1707, and said they've always had trouble. The pt reported ever since they fell they cannot feel the implant under their skin. Pt reports went to hcp and they were able to charge the implant. Patient services worked with pt to reset their charger by holding the power button down for 45 seconds several times. The pt tried again to connect, reported they saw code: 3167, dismissed the code and when they tried again, several times to reposition they could not connect to the ins. The pt said they are in a wheelchair and had no one to help them at the time. Patient services reviewed since they were able to get their ins charged when someone helped them at the doctor's office it may be best to call back when they have someone with them to help locate the ins behind them. The pt said they were at the store but they will call again when they have help. The next day, the patient called back, stating that their "programmer" wasn't "connecting with the battery" inside of them. The patient reported it was showing a red light. Patient services clarified the patient had been referring to their recharger that wasn't "connecting" to charge the implant. Patient services had the patient start over by confirming with the patient the recharger was connected to the implant. When the recharging application said "searching," the patient placed the recharger over the implant. The patient connected and it said charging at 70% on the handset. The patient then lost connection a few moments later and the handset went back to "searching." Patient services reviewed keeping the recharger steady over the implant and the patient connected again however they lost connection after a few seconds. Patient services asked if the patient was using a belt and the patient said "no." Patient services suggested the patient cross their leg on the side where the implant was located over their other leg; however the patient was unable to do so as they had just had ankle surgery. The patient confirmed they were leaning over. The patient connected for a bit. The patient commented they thought the implant was "probably deeper" and also mentioned they fell 2-3 years ago; however, this fall occurred prior to their implant of their current rechargeable implant. The patient then lost connection aga in and was still searching for the implant to charge it at the end of the call. Patient services advised the patient to keep trying to connect with the implant and to reach out to their managing health care provider (hcp) to examine their device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reports again that the device has not been working since implant date. Pt reports getting up in the middle of the night and peeing self. Pt reports wants device taken out or therapy turned off. Pt denies feeling stimulation in bicycle seat area. Pt states has tried increasing the therapy strength and tried a few programs but not all of them with no success. Pt states wants to turn therapy off at this time. Agent walked pt through turning therapy off. Redirect to doctor to discuss therapy issues further. Pt reports has been calling hcp office with no response.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger product ID a90300 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reiterated that they have had nothing but problems recharging since implant. They indicated that they cannot get it to charge past 20%. Caller could not feel the implant at all under the skin and reported previous falls. The caller reported that they have an appointment with their doctor on monday (B)(6)22 for replacement surgery. The caller believed that they are going to replace it with a recharge free device since they have had so much trouble recharging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the called back and reiterated the same issue, noting they had been to hcp and they were able to charge their implant. They did not want to have a charging session at the time of report. They called again having trouble charging at a later date, they noted they were able to do so with their hcp. Steps were reviewed and they were able to see the ins was charging with 40% battery. They were going to continue charging. They called back another time to be walked through connecting to ins with recharger. They were able to connect and confirmed seeing charging screen 50% and they were going to leave to charge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: wr9220; serial#: (B)(4); product type: recharger. Product ID: a90300; product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported a coupling issues error since implant date. Pt reports had a fall about a month ago and trouble connecting have "gotten worse". The following troubleshooting steps were performed; reset the recharger, located the ins by looking for incision and/or palpating the ins, and repositioned the recharger. Pt reports can only feel one side of the device. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt reports saw hcp last week and was able to connect to recharge. Pt reports hcp recommended pt get x-ray to ensure ins has not moved. Pt has not gotten x-ray done but will do so. No further complications were reported at this time.